Event description:
It was reported that an ilet user perceived the system as interruptive with aggressive correction dosing and experienced recurrent low glucose readings approximately three times per day, sometimes reading low, leading the user to preemptively treat at a glucose of 120 mg/dl. After a factory reset and a subsequent user-initiated weight adjustment from 130 lb to 110 lb, low events persisted, and the user declined further training and plans to pursue device return. Symptoms included episodes of hyperglycemia reaching 232 mg/dl in addition to reported hypoglycemia reported in a separate case. Outcomes included no health consequences or lasting impact. Investigation included interviews and review of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, characterized as overtreating hypoglycemia, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.